Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/17/2015.

Event description:
Procedure: roux-en-y. According to the reporter: dr (B)(6) used endostitch with polysorb reload. Instrument was loaded for dr. (B)(6) and passed off for use. After first needle pass, dr (B)(6) noticed the needle in the endostitich was presenting with 90 degree (right-angle) bend. Dr. (B)(6) immediately removed endostitch from patient. After the endostitch was removed dr. (B)(6) and or staff observed that the suture was not on the endostitch. Dr. (B)(6) then retrieved and removed the suture. After removal, dr. (B)(6) observed that the needle was no longer on the suture. Dr. (B)(6) and staff then executed all required protocols to retrieve the needle. Location and removal was not successful.

Manufacturer narrative:
(B)(4).